Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 165 mg/dl at the time of incident. Customer¿s other blood glucose levels were 400 mg/dl, 323 mg/dl, 124 mg/dl. Customer experienced symptoms such as nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported event. Customer treated with syringe for high blood glucose. Customer was using auto mode. Based on customer report customer alleging possible under delivery. The insulin pump will be and reservoir will not be returned for analysis.